Event description:
The xience stent was introduced in the circumflex artery and came out of the balloon without being deployed. The loose stent was snared from the coronary and removed. There is no known injury to the patient.